Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation were capsular contracture, baker grade iii. Device evaluation: visual analysis of the returned device identified: deformation, flat creases, wear abrasion and was observed after autoclave cycle: cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture, baker grade iii. The device has been explanted.